Event description:
It was reported by the patient that the pod had to be surgically removed from the infusion site. No further details were given.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported pod being surgically removed from the infusion site. No lot release records were reviewed, as the product lot number was not provided.